Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. Note: the built in meter is designed to report readings of 20 mg/dl to 500 mg/dl. It should be noted that this meter does not give numeric value for readings less than 20 mg/dl. A "lo" display message indicates a reading less than 20 mg/dl. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc freestyle libre reader built in meter. Customer reported receiving readings of "lo" (less than 20 mg/dl), and 254 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The reported reader (B)(6) was returned and investigated with retained test strips. Visual inspection was performed on the returned reader and no issues were observed. Control solution test was performed and all results were within range specification. No malfunction or product deficiency was identified. The reported test strips have not been returned, however an extended investigation for this complaint was previously completed and reported in the previous submission, therefore no further investigative actions are required. If the test strips are returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving erratic readings on their adc freestyle libre reader built in meter. Customer reported receiving readings of "lo" (less than 20 mg/dl), and 254 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned. The extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. Dhrs (device history review) for the precision strips and fs libre reader were reviewed and the dhrs showed the precision strips and the libre reader passed all tests prior to release. Retain testing was performed for precision strips and all units performed in the specification and passed. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
Customer reported receiving erratic readings on their adc freestyle libre reader built in meter. Customer reported receiving readings of "lo" (less than 20 mg/dl), and 254 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.